Manufacturer narrative:
Device received with a critical pump error and multiple sequential pump error 47 alarm in the pump history, problem isolated to the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. Customer stated that the insulin pump had pump error. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the pump. The device will be returned for analysis.